Manufacturer narrative:
Findings: unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm noted. Pump was loud during displacement and during rewind due to faulty motor. Motor passed encoder signal test. Pump received with scratched lcd window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.